Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that therapy worked well for her until yesterday suddenly she started having accidents and she just had big accident today. Patient said that she got sick 4 days after implant and it resulted in her having an emergency gall bladder surgery and now she wasn't getting symptom control. When asked if become sick/gall bladder surgery was device related patient said she didn't know because she wasn't sure why that happened to her. Patient was trying to switch the patient programmer (pp) but she didn't know how to because the trial controller is different from the permanent implant pp. Patient had originally said she couldn't get her patient programmer to come on, when patient was walked through how pp worked patient confirmed that the programmer was powering on and she was able to pull her settings up. Patient had access to patient programmer. Synced with the patient programmer and it showed pp was on. Patient was on p1 at 0.5v. Patient had the ability to change programs and/or adjust stimulation. Patient felt stimulation in the correct area. Patient increased to 0.6 and felt stimulation in butt within bike seat area. Later in call patient reported she didn't feel stimulation anymore. It was reviewed with the patient that it takes time for body to respond to therapy and reviewed option of patient seeing if this increase helped her control and then increasing stimulation further if desired. The symptoms were considered to be a sudden change in therapy and symptoms. Patient was redirected to healthcare professional (hcp) if issue does not resolve. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not sure about the circumstances that led to the sudden accidents and patient had not stopped leaking since the implant. Patient reported that increasing stim did not resolve the issue and if patient had one sneeze patient leaked. The patient reported my device had not been in touch with my set (illegible) as of (B)(6) 2018.